Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02143 addresses the first stent, while manufacturer report # 3005099803-2012-02144 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during a drainage procedure of the lower bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, after the endoscopic sphincterotomy (est) was performed, the first device was advanced over a jagwire into the target site. When the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. The second stent was then advanced over the same jagwire and inserted at the target site. However, when the stent was attempted to be released, resistance was met and the guide catheter also detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. It was reported the anatomy was mildly tortuous and there were no issues with the jagwire. The procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The stent and delivery system were returned for evaluation. No damage was noted to the stent component or push catheter. The suture was found to be detached and was not returned. The guide catheter was found to be stretched and broken. The proximal half of the guide catheter was returned stuck on the guidewire. No damage was noted to the guidewire. The distal half was stuck inside the push catheter. The distal end of guide catheter had a suture impression (kink), indicating the suture embedded inside the guide catheter during use. The stretched guide catheter indicates that force was exerted during the attempted stent deployment. The noted damages are likely due to procedural or anatomical factors encountered during the procedure, such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02143 addresses the first stent, while manufacturer report # 3005099803-2012-02144 addresses the second stent. It was reported to boston scientific corporation that two flexima biliary stents were used during a drainage procedure of the lower bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, after the endoscopic sphincterotomy (est) was performed, the first device was advanced over a jagwire into the target site. When the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. The second stent was then advanced over the same jagwire and inserted at the target site. However, when the stent was attempted to be released, resistance was met and the guide catheter also detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the guidewire. It was reported the anatomy was mildly tortuous and there were no issues with the jagwire. The procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.